Event description:
Case description: investigational results: novofine plus 32g x 4mm, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Ozempic 1mg 1 pen nf+4pcs 3.0 ml, batch number: pzf9h14. A visual examination of the returned product was performed. Nothing abnormal was detected. The complaint has been registered in the novo nordisk complaint handling system and, when required, a medical evaluation has been performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. Nothing abnormal observed. The returned device was found to function normally. When using a new needle there is no problem in using the device.the dose accuracy was measured by weighing. The results were found to comply with specifications. Since last submission the following has been updated: -is non reportable changed to no for novofine plus and yes to ozempic. -malfunction changed to no for novofine and ozempic. -imdrf and investigational results updates. -expected date of fu report removed in EU/ca tab. -final report ticked for novofine plus. -returned to manufacturer and device available for evaluation updated for ozempic. -narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device novofine plus needle has not been returned to novo nordisk for evaluation. No conclusion reached. Product storage error such as device stored with needle attached can affect the functionality of ozempic, leading to device malfunction and drug delivery issues. H3 continued: evaluation summary novofine plus 32g x 4mm, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) pen was malfunctioning [device malfunction]; the plunger is half way across the vial in the pen [device issue]; swelling at injection site in abdomen [injection site swelling]; some itchiness. "Like fatty tissue" if felt firm and solid at injection site [injection site pruritus]; pen slow to inject [device delivery system issue]; partial dose received by pen [incorrect dose administered by device]; leaves needle attached to pen when not in use [product storage error]. Case description: this serious spontaneous case from canada was reported by a consumer as "pen was malfunctioning (device malfunction)" beginning on (B)(6) 2024, "the plunger is halfway across the vial in the pen (device plunger issue)" beginning on (B)(6) 2024, "swelling at injection site in abdomen (injection site swelling)" beginning on (B)(6) 2024, "some itchiness. "Like fatty tissue" if felt firm and solid at injection site(injection site itching)" beginning on (B)(6) 2024, "pen slow to inject(device delivery system inaccurate flow rate)" beginning on (B)(6) 2024, "partial dose received by pen(partial dose delivery by device)" beginning on (B)(6) 2024, "leaves needle attached to pen when not in use(device stored with needle attached)" with an unspecified onset date, and concerned a 63 years old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", , ozempic 1.0 mg (semaglutide 1.34 mg/ml) from (B)(6) 2022 and ongoing for "type 2 diabetes mellitus", the patient's height, weight and body mass index were not reported. Dosage regimens: novofine plus 4mm (32g): ozempic 1.0 mg: (B)(6) 2022 to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (duration not reported). Since an unknown date in (B)(6) 2024 when the patient was injecting about an inch from abdomen stated his pen malfunctioned. Both injection from that pen went very slow clicks and had a lot of pauses. Stated like the fluid did not want to go into his abdomen. Seemed like the pen was malfunctioning and took forever to deliver the dose. Believed it delivered the doses even though it was slow, as he took two doses and the plunger was halfway across the vial in the pen. On (B)(6) 2024 patient had noticed a swollen area at injection site about two hours after injection. On an unknown date in (B)(6) 2024 patient had some itchiness. "Like fatty tissue" if felt firm and solid. This stayed all day until the end of the following day. About 3 inches by 1.5 in wide on abdomen at injection site which was about 1 inch from belly button. Denied any redness or other symptoms. Went to pharmacy and they said if it went down by the following day then it would be ok. It did go down so he did not go to the emergency room as he intended if it stayed longer. Chose medically significant as he went to the pharmacist for his concern. Since (B)(6) 2024 the patient's pen became slow to inject, partial dose received, bump swelled up on injection site since an unknown date patient left needle attached to pen when not in use. Batch numbers: ozempic 1.0 mg: pzf9h14, novofine plus 4mm (32g): has been requested. Action taken to ozempic 1.0 mg was reported as no change. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "pen was malfunctioning(device malfunction)" was not reported. The outcome for the event "the plunger is half way across the vial in the pen(device plunger issue)" was not reported. The outcome for the event "swelling at injection site in abdomen(injection site swelling)" was recovering/resolving. The outcome for the event "some itchiness. "Like fatty tissue" if felt firm and solid at injection site(injection site itching)" was not reported. The outcome for the event "pen slow to inject(device delivery system inaccurate flow rate)" was not reported. The outcome for the event "partial dose received by pen(partial dose delivery by device)" was not reported. The outcome for the event "leaves needle attached to pen when not in use(device stored with needle attached)" was not reported. This case was re-classified from non-serious to serious upon fu received on 26-nov-2024 due to addition of serious events "injection site swelling" (swelling at injection site in abdomen), "device malfunction", "device plunger issue" with seriousness criteria "medically significant". Company comment: 30-nov-2024: the suspected device novofine plus needle has not been returned to novo nordisk for evaluation. No conclusion reached. Product storage error such as device stored with needle attached can affect the functionality of ozempic, leading to device malfunction and drug delivery issues.